Event description:
The patient was having an insertion of a internal vena cava filter in the right groin. A guide wire was used and inserted into the femoral artery. The needle was removed. The tract was dilated and the filter was introduced through the cannula. It was placed at the appropriate level. There was some initial difficulty getting it through but with gentle manipulation it was easily advanced. The filter was deployed under fluoroscopy, however the filter failed to expand. A second inferior vena cava filter was placed superiorly to prevent further migration of this filter. The patient tolerated the procedure. The hospital does have the greenfield deployment device, it was saved for reference.

Event description:
Co submitted an initial 3500a medwatch for this complaint (MDR# 6000118-2005-00140) on october, 2005 and a supplemental MDR on oct, 2005. Boston scientific can not determine the failure mode and root cause of this specific complaint however, for filter legs crossed failure mode from july 2003 through october 2005, the ppm rate is zero every month.